Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow- up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient noticed chemotherapy line was leaking. Rn went to bedside to assess, and found 4 small spots on the bed sheet. No patient harm reported.